Event description:
Reportable based on the device analysis completed on 22oct2024. It was reported that the device failed to cross the lesion. The 10mm x 2.00mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. However, device analysis revealed that the outer shaft had tear.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues identified with the hypotube shaft. A visual examination of the shaft polymer extrusion identified a kink at the port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the shaft identified that a jagged tear was present in the outer extrusion. Further microscopic analysis identified that a tear existed in the inner lumen at the same location. Bumper tip showed no signs of distal tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage.